Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported event. To address the issues, the mirror guide rails were cleaned and lubricated. The system was tested and found to meet product specifications. How or why the system became non-conforming cannot be conclusively identified. The root cause of the reported event is attributed to wear/reliability of the system. How or why the system became non-conforming cannot be conclusively identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser had misjudged distance/depth and rhexis energy went too low, in the patient's unknown eye during cataract surgery. There are multiple related reports for this reported event. This report addresses of unknown patient with unknown eye, and additional manufacturer reports will be filed for the other patients.